Manufacturer narrative:
The device has been returned for evaluation and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that there were issues with the picture while using the camera head. This issue occurred during preparation for an unspecified diagnostic procedure. The procedure was completed using a similar device. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on device evaluation results and final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Inspection found intermittent image. After undergoing visual and functional testing, the cause of the issue was identified as a cracked connector and a faulty cable. A device history review of the current product was conducted, and no problems were found. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that there were issues with the picture while using the camera head. This issue occurred during preparation for an unspecified diagnostic procedure. The procedure was completed using a similar device. There were no reports of patient harm associated with the event.